Event description:
The customer observed droplets on the foil of mts gel cards on the ortho provue analyzer during type and antibody screen testing. Fluid on top of the gel card foil could lead to cross contamination of fluids resulting in erroneous results which could lead to transfusion of incompatible blood. Incorrect dispense of fluid may lead to variations in antibody / antigen ratio which could lead to erroneous results and transfusion of incompatible blood. The customer aborted all testing and immediately took the instrument out of service as soon as they observed the incident; preventing erroneous test results from being reported.

Manufacturer narrative:
An ocd field engineer (fe) visited the site. The fe observed the wash station was cracked. Replacement of the appropriate components has returned the analyzer to expected operation. No definitive root cause was determined.